Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility next day after start of implant, the purge system was leaking under the purge valve and that a piece of the console had broken off at the point where the purge disk is inserted during impella cp mechanical circulatory support to a patient admitted in acute myocardial infarction/cardiogenic shock. The automated impella controller (aic) and purge system were successfully replaced, and the impella cp pump and purge system were noted to be running stably thereafter. The following day it was noted the survival outcome at explant reflected patient expired. No further information was provided. Medical safety review of the event noted the impella device cannot conclusively be associated with the outcome (patient¿s demise). Given the information at hand, aic was changed, and support continued with same pump with no indication or information that reasonably suggests interruption [of support]. Outcome at explant noted the patient "expired" next day on the new aic with same impella cp pump supporting the patient without report of any issues.

Manufacturer narrative:
The investigation for the console (aic) purge issues has been completed. No data review is needed for this complaint because it was only reported that the retainer was broken. The purge disc retainer was found to be broken (retainer completely broken off). The root cause of the issue was a broken purge disc retainer. Added- d9 device return date, h6 impact code 4629.